Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Customer consumed sugar and carbohydrates to address blood glucose level (specific level is unknown). Reportedly, customer immediately went to the hospital and was treated with intravenous fluids of dextrose. The customer was discharged from the hospital the next day ((B)(6) 2021) with no permanent damage. Tandem quality engineer evaluated pump data and concluded that there was no evidence that the pump experienced a malfunction or failure. Customer acknowledged and understood.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.